Event description:
It was reported that the balloon was ruptured. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 3atm for 15 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another device. No complications reported and patient was in good condition post procedure.